Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can¿t be determined as no samples were received. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 2nd complaint for lot # 9234180 for this type of defect or symptom. Previous complaint (B)(4). There was no documentation for this type of defects during the entire production run of this batch. Root cause description: undetermined. Rationale: CAPA not required at this time.

Event description:
It was reported that 200 needles 26x3/8 ib experienced needle hub holes/cracking/damaged. Product defect noticed during use. The following information was provided by the initial reporter: material no.: 305110 batch no.: 9234180. Description of issue: contact reported that over the past month she¿s had about 20 needle issues with needles from the same lot. Contact reported in all cases the plastic part at the base of the needle that screws onto the syringe seems to be malformed because they wouldn¿t screw onto the syringe at all. Contact reported she would change needles until she found one that fit onto the syringe and is now short about 20 needles. Contact requested replacements. Number of occurrences: 20. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 4. Item number: 26 g, 3/8¿ needle ¿ 305110. Product lot number: 9234180 (all). For bd product only, are samples available for investigation? No. Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. Resolution: customer no longer has product, so bd will not follow up for returning product. Distributor to replace at contact request for contact satisfaction. Note: product category = needle/syringe issue.